Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had been reading inaccurately high compared to another meter on two occasions. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred at an unspecified time and date during (B)(6) 2016. Sometime later, on (B)(6) 2016, the patient obtained blood glucose results of "132 and 144mg/dl" on the subject meter and "111mg/dl" on a contour meter within 30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results does not exceed lfs' criteria for accuracy. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that they had consumed less food and/or drink at 10am on (B)(6) 2016 in response to the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but at 10am on (B)(6) 2016 the patient was given glucose pills by a healthcare professional. The patient's blood glucose was then measured on the hcp's meter at 10:15am, which is when the alleged inaccuracy occurred. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient claimed to have required treatment from a hcp for an acute complication of hypoglycemia, in accordance with lfs's serious injury criteria, after the alleged product issue began.

Manufacturer narrative:
An additional inaccurate high comparison was made by the patient at the same time the comparisons noted in the initial submission were made. The patient alleged obtaining a blood glucose result of "144mg/dl" with the subject meter and a result of "124mg/dl" on a contour meter less than 30 minutes later.